Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and observed that the plastic packaging was not sealed. The device evaluation was completed on 13-oct-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the device. The pouch was inspected and it was found that the bottom part seal of the pouch was open. No adhesive or evidence of the seal process was observed. Due to this condition, a supplier investigation was requested, and it was determined this complaint was manufacturing attributable since the device pouch was found to have no sign of being sealed on one of the ends. A device history record was performed for the finished device batch number, and no internal actions were identified. The open pouch seal issue reported by the customer was confirmed. Due to this condition, an awareness session was performed to the associates. Current controls in place should have not allowed this issue to occur due to the interlocks between the camera system and pouch sealer. Interlocks has been confirmed to be working appropriately. This situation could only occur due to a lack of following procedure so awareness training is deemed sufficient to address this first time issue. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: packaging compromised (c160501) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported ¿plastic packaging was not sealed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the bottom part seal of the pouch was open and no adhesive or evidence of the seal process was observed¿. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: packaging (g04094) were selected as related to the customer¿s reported ¿plastic packaging was not sealed¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing¿ related. H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 25-aug-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and observed that the plastic packaging was not sealed. It was reported that when the technician opened up the packaging for the vizigo sheath, the vizigo sheath fell out through the bottom of the plastic packaging due to the plastic packaging not being sealed on the bottom. The vizigo sheath was replaced and the procedure continued. The ngen and trupulse systems were used for ablation. Additional information was received which clarified that the device was not used on the patient.